Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp smart assist system with automated impella controller: section: contraindications (united states): ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, the patient experienced limb ischemia. The resolution for this issue is unknown. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. The following has been corrected from the initial medical device report 1220648-2024-18559: section h6: health effect - impact code corrected to 4648.